Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported that the trial patient started their trial 2 days ago and yesterday they noticed the wire was coming out of their back and the sharp edge was hurting their back. It was noted that the wire inside of the patient was hot and the patient¿s health care provider (hcp) instructed them to call the manufacturer. The patient was concerned about their safety and was not happy about the device. It was reported that the patient turned stimulation off.